Event description:
It was reported that during a surgical procedure at the healthcare facility, the navigation system froze. The procedure was completed successfully with the use of the same device, and without a clinically delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device catalog number, lot number, device name, and 510(k) number were updated. (B)(4).

Event description:
It was reported that during a surgical procedure at the healthcare facility, the navigation system froze. The procedure was completed successfully with the use of the same device, and without a clinically delay; no adverse consequences or medical intervention were reported.